Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total laparoscopic hysterectomy bilateral salpingectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune-like symptoms") and neurodermatitis ("prurigo nodularis"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the autoimmune disorder and neurodermatitis outcome was unknown. The reporter considered autoimmune disorder, medical device removal and neurodermatitis to be related to essure. The reporter commented: essure removal date provided in pfs (B)(6) 2012 (discrepancy noted). Left side- 5 trailing coils, right side- 7 trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total laproscopic hysterectomy bilateral salpingectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune-like symptoms") and neurodermatitis ("prurigo nodularis"). The patient was treated with surgery (total laproscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the autoimmune disorder and neurodermatitis outcome was unknown. The reporter considered autoimmune disorder, medical device removal and neurodermatitis to be related to essure. The reporter commented: essure removal date provided in pfs (B)(6) 2012 (discrepancy noted) left side- 5 trailing coils, right side- 7 trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.